Manufacturer narrative:
Block a6: patient's race: caucasian. Block h6: imdrf device code a010402 captures the reportable event of the stent partially deployed. Block h11: an agile esophageal fully covered stent and delivery system were received for analysis. The stent was received partially deployed. Visual inspection found the outer and the inner sheath kinked. Functional inspection related to the deployment of the stent was performed by actuating the delivery system (sliding the handle back along the stainless-steel tube), and resistance was felt due to the kinks on the device. No other problems were noted with the device. Product analysis confirmed the reported event of stent partially deployed; however, the reported event of inner shaft/sheath detachment of device or device component was not confirmed. The observed events of inner and outer sheath kinked were most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied), these events could have then resulted in the stent being unable to fully deploy during the procedure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an agile esophageal fully covered stent was to be implanted to treat a malignant stricture in the esophagus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the yellow inner sheath broke, and the stent could not be resheathed. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a6: patient's race: caucasian. Block h6: imdrf device code a010402 captures the reportable event of the stent partially deployed.

Event description:
It was reported to boston scientific corporation that an agile esophageal fully covered stent was to be implanted to treat a malignant stricture in the esophagus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the yellow inner sheath broke, and the stent could not be resheathed. The procedure was completed with a different device. There were no patient complications reported as a result of this event.